Manufacturer narrative:
One used sample (model #2202-0007) was returned for investigation. It was reported that the tubing occluded while in patient use. The received set contained lipid solution which was left in the set to more closely replicate the reported event of occlusion. Prior to functional testing the set was visually examined for defects and abnormalities. Kinks were found in the tubing set and massaged out. No other defects or abnormalities were observed. The set was attached to an IV bag filled with 85% glycerin / 15% water solution and allowed to prime using gravity. The sample showed a much slower flow rate than expected and was unable to prime in a reasonable time. Due to the lipid solution being in the filter and line for an extended period of time, the slower than expected flow is possibly due to the viscosity of the lipid solution and/or the possibility of the lipid solution coagulating. A device history record review could not be performed on model 2202-0007 because a lot number was not provided by the customer.

Event description:
It was reported gem 20dp v/nv 1.2mf dehp free was occluded. The following information was provided by the initial reporter: "tubing occluded while in patient use".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported gem 20dp v/nv 1.2mf dehp free was occluded. The following information was provided by the initial reporter: "tubing occluded while in patient use."